Event description:
It was reported that the patient was going to the bathroom as much as she was before. The trial went very well and four days into it the patient¿s urgency and frequency were going very well. However, the feeling of the permanent implant under the patient¿s skin was ¿awkward and stimulation felt numb.¿ the patient¿s urges were very strong and she ¿had peed on herself numerous times.¿ this had been the case since implant. The patient reported multiple unrelated medical conditions. The patient also stated that no one showed her anything about the programmer until she went back to her health care provider (hcp) and was adjusted to 0.8 volts. The patient was on program 3 and at the time of the report was on program 4 at 2.0 volts. The patient felt a ¿numbness or tingling feeling¿, but was not getting symptom relief. The patient was assisted in adjusting to program 1 at 1.3 volts and stated that stimulation was comfortable and ¿not numb anymore.¿ after additional review, it was reported that ¿this thing don¿t work¿. It was noted the ¿little thing that goes into for the bladder". The patient noted they ¿did not know what didn't work¿ and it was not doing what it was supposed to be doing. It was reported that the patient was having serious issues with this. The patient noted that the ¿vibration feeling was annoying¿ and ¿very odd¿. The patient also was experiencing pain and did not feel good. It was noted because no one showed patient how the patient programmer work. The patient was trying to figure out and was given a ¿little zap¿. It was reported that the patient had nothing but problems with "this thing".

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted, but no additional information was obtained. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and it met the inclusion criteria for previous investigation dm interstim numbness. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was associated to a data monitor. The investigation of the device is inconclusive because of insufficient event information. Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05v8m, implanted: (B)(6) 2013, product type: lead. (B)(4).